Event description:
On (B)(6) 2012, the patient's father contacted animas to report that the pump was alarming "exceeds max tdd". Per the owner's booklet this warning appears when bolus delivery exceeds user-set maximum. The reporter informed customer support that the patient's grandmother was attempting to administer additional insulin due to a high blood glucose (bg). The patient's father reported that the patient's bg was 393 mg/dl with symptoms of "lethargic and cranky". No other signs/symptoms were mentioned. The reporter stated the patient was given a correction for the high bg via the pump. At the time of the call, the patient's father stated that the high bg was most likely as a result of the patient not priming the tubing completely when she changed out the site earlier that day. Customer support guided the patient's father and grandmother through the steps to increase max tdd to get patient through to midnight. It was noted that the patient's grandmother would reset max tdd back to 30 units the following day. This complaint is being reported because, the patient developed signs/symptoms suggestive of hyperglycemia. The patient's alleged hyperglycemia can be attributed to use error since the instructions for use advises the user how to properly prime the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.